Event description:
It was reported that the patient was receiving inadequate pain coverage. It was noted that the patients lead displayed high impedances on several contacts. The patient underwent a revision procedure, and the physician replaced the lead and clik anchor. In addition, the patient reported it was taking longer to charge the implantable pulse generator, ipg, so the physician chose to replace the ipg during the same procedure. The patient was doing fine post-operatively and is getting good coverage and pain relief.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 361168. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: null, batch: 23537326.

Event description:
It was reported that the patient was receiving inadequate pain coverage. It was noted that the patients lead displayed high impedances on several contacts. The patient underwent a revision procedure, and the physician replaced the lead and clik anchor. There was no complaint or suspected malfunction of the clik anchor. The patient was doing fine post-operatively and is getting good coverage and pain relief. Please see mfg. Report 3006630150-2022-02073 for the ipg replacement that occurred during the same surgery.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation: upn: m365sc43180, model: sc-4318, serial: null, batch: 23537326.